Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The wheel was returned for evaluation, and subsequent testing verified the complaint. The wheel had a broken spoke. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer stated that there is a broken spoke.